Manufacturer narrative:
The system was examined and the reported event was confirmed. The gantry was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The gantry was received for evaluation. A visual assessment of the exterior of the returned sample found no obvious visual non-conformities. The gantry was installed onto a gantry weight fixture, where the holding force is tested with no power applied to the motor. The gantry motor began to slip when 80lbs were added to the fixture (deliver system equivalent weight: 103lbs). Further investigation within the motor assembly found the brake pads, which provide static holding, to have uneven wear. The reported event was replicated, the worn brake pads could not hold the weight of the delivery system. The root cause of the reported event can be attributed to uneven wearing of the brake pads within the gantry. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported unintended movement with the gantry in the z-axis after the laser was shutdown. Additional information was requested but the reporter had no additional information to provide.